Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 5:37:00 pm to 5:52:00 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 5:37:00 pm on (B)(6) 2020. On (B)(6) 2020, user made a bolus request of size 5.57 units, approximately 3 hours prior to the low bg. It is possible the user¿s personal profile settings need adjustment. On (B)(6) 2020, at 5:27:36 pm, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Bg cause was not known. Customer consumed orange juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.